Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented via (B)(6) and at follow-up. Noise was observed on the pace/sense portion of the lead. Increased pacing lead impedance and thresholds were observed. Noise was reproduced with isometric and pocket manipulation. The patient did not receive inappropriate therapy. The ICD will be reprogrammed. The lead will be capped and replaced.